Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted posterior leaflet, existing ruptured chordae and an anterior leaflet flail for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the anterior-1/posterior-1 (a-1/p-1) leaflets. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. Per the physician, it appeared to have been caused by poor tissue and the procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda appears to be related to patient morphology/pathology due to poor tissue. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation (mr), restricted posterior leaflet, existing ruptured chordae and an anterior leaflet flail for a mitraclip procedure. During the procedure, a mitraclip was successfully placed on the anterior-1/posterior-1 (a-1/p-1) leaflets. After deployment, a single leaflet detachment (slda) occurred and the clip was no longer attached to the posterior leaflet. Per the physician, it appeared to have been caused by poor tissue and the procedure was discontinued. The final mr was grade 3. There were no adverse patient effects or clinically significant delays reported.